Event description:
The customer reported no display.

Manufacturer narrative:
(B)(4). The customer reported no display. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.